Event description:
The customer reported that their central pt monitoring system halted unexpectedly. There was no pt harm as a result of the temporary loss of centralized monitoring. Note 1 for block a: no pt identifier info was provided by the customer. The manufacturer's awareness date is 2007 (pacific time) and the clinical event date is 2007 (eastern time). The event occurred shortly after midnight on the east coast and the complaint was documented at the complaint handling site where it was still original date.

Manufacturer narrative:
Evaluation was performed by remote download of computer files residing on the customer's device. MFR's evaluation summary: the device is a centralized pt monitoring system. The device consists of a cpu (central processing unit), software and various peripheral hardware items. The device receives pt vital signs data from individual bedside pt monitors through wired or wireless connections. The customer reported that centralized monitoring was interrupted when the system appeared to lock-up. The device then initiated an automatic reboot of the cpu. This is the device's intended response when the software encounters an internal error condition which it cannot resolve. The reboot effectively resets the software and restores normal device operation without operator intervention or a field service call. Normal operation was restored in under 17 mins. During this time there was a loss of centralized monitoring although bedside monitoring continued normally via individual pt monitors. Investigation confirmed and isolated the cause of the reported event. The problem occurred when a wireless (i.e. Telemetry) connection request from a pt monitor was received while nearly simultaneously another wireless connection request was received when at the same time all wireless licenses were in use. The number of licenses is a limit on the total number of pts that can be simultaneously monitored wirelessly. This combination of events resulted in a software exception (the software could not respond as needed), causing the symptom reported by the customer, and leading to the automatic system reboot to resolve the exception and restore normal operation. Analysis of our customer complaint files shows that device malfunctions from the forgoing scenario are rare. Later software releases include enhancements to reduce or eliminate system reboots due to this cause. Updates to later software releases are obtained at the customer's discretion.